Manufacturer narrative:
H4: device manufactured on november 16, 2022 - november 17, 2022. One partially filled actual sample and two photographs were received for evaluation. A visual inspection with the naked eye and with magnification was performed on the actual sample and no particulate was identified. The fill port cap was removed and no issue was noted in the connector or cap areas. A visual inspection of the photographs was performed and a white elongated shaped polymeric appearing particle was observed in one of the photographs. The reported condition was verified by the photo, however, not verified in the evaluation of the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was found with a small particle inside the fluid path. This was discovered during the visual inspection of the finished product. There was no patient involvement. No additional information is available.